Event description:
It was reported that the insulin pump alarmed motor error and the insulin squirting out of the pump. Caller stated that due to the malfunction, customer had an over delivered of insulin, but he was treated with food. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, and motor error alarmed due to faulty force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.